Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (300 mcg/ml at 14.43 mcg/day) via an implantable pump for unknown indications. It was reported that the patient had issues of the pump flipping in the pocket followed by suspected catheter kink due to discrepancies during refills. It was stated that there was eventual kinking of the catheter. The hcp accessed the pump pocket and discovered the catheter was extremely tangled. After untangling the catheter, the hcp was able to aspirate from the catheter access port (cap) but it was very slow, and after observing the integrity/quality of the catheter, they decided to replace the pump segment. The patient got much better quality of flow with aspiration after replacement of the pump segment. The pump was anchored down before closing to prevent flipping. The hcp also cut the patient's dose due to concern that the patient was not receiving drug previously and would therefore need a reduced dose. The issue was resolved at the time of this report.